Event description:
The sales representative reported on behalf of the customer that the device, 131309a, was being used on (B)(6) 2021 during an inguinal hernia procedure and the doctor received an electric shock/burn. The procedure was completed using a different diathermy lead and finger switch. It is not known if there was a delay. After further assessment, it was found that the doctor ¿felt an electric shock to the finger which came in contact with the diathermy tip (not a burn). No treatment was required.¿ the patient was not injured and was discharged uneventfully. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. Device history review found no abnormalities that would contribute to this reported event; however, the quality inspector did note that there was one incident of foreign matter in the packaging that does not affect this failure mode. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0000005. Per the instructions for use, the user is advised the following: use lowest possible power setting on the associated electrosurgical unit capable of achieving the desired surgical effect. Activation time should be as short as possible. Never allow the cables connected to these devices to be in contact with skin of patient or operator during electrosurgical operation activations. Inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 131309a, was being used on (B)(6) 2021 during an inguinal hernia procedure and the doctor received an electric shock/burn. The procedure was completed using a different diathermy lead and finger switch. It is not known if there was a delay. After further assessment, it was found that the doctor felt an electric shock to the finger which came in contact with the diathermy tip (not a burn). No treatment was required. The patient was not injured and was discharged uneventfully. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.